Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue has been resolved by doing troubleshooting with technical support. The device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer output stopped briefly, then resumed with no further interruptions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.